Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted in the in the common bile duct to treat malignant stenosis during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was able to be deployed; however, it moved out of the intended location. The stent was removed from the patient with forceps, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The outer blue sheath was returned kinked. A functional evaluation could not be performed because the stent was deployed. No other issues with the device were noted. The reported event of stent positioning issue could not be confirmed because this event occurred during the procedure and it is not possible to replicate the event in the laboratory. It was confirmed that the outer blue sheath was kinked. Most likely, factors encountered during the procedure and/or the interaction with the scope could have caused the kink in the outer sheath and the patient's anatomy could be the cause of the stent positioning issue. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted in the in the common bile duct to treat malignant stenosis during a stenting procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent was able to be deployed; however, it moved out of the intended location. The stent was removed from the patient with forceps, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.